Event description:
It was reported that the patient was hospitalized in the intensive care unit (ICU) due to high blood glucose (bg) levels 500 mg/dl, while wearing the pod on the arm between 5 and 24 hours. At the hospital, the patient was placed on an intravenous (IV) infusion of insulin and a new pod was applied afterwards.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 . [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158"

Manufacturer narrative:
The device was received with the needle mechanism fully deployed. The investigation found no evidence of physical damages or defects that would cause a failure to deliver insulin. Investigation found fluid was able to travel the complete fluid path. The pod data was free of timeouts and drive stalls suggesting the pod did not struggle to deliver insulin.